Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It was reported that the scope was not properly reprocessed according to the instructions for use (IFU). It was further noted that the foreign material could not be identified and there was no damage to the area where the foreign material was detected. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-q150 operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-q150 reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of the customer, that the air/water nozzle of the gastrointestinal videoscope had blockage. The issue was found during maintenance. There were no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the probe cover, bending section cover (a-rubber) and the connecting tube had foreign objects. The device was not reprocessed prior to sending to olympus for repair. Additional findings included: the probe cover had a dent, adhesive on bending section cover was detached, the universal cord had coating peeling, the switch was scratched, the grip was stained, angulation works but angulation control knob felt too loose or light, due to wear of angle wire, the play of upward/downward knob was out of the standard value, stain or discoloration on the distal end of the endoscope, discoloration/whitishness/corrosion or chemical damage on insertion tube, control section has stain, due to wear of angle wire, bending angle in right direction does not meet the standard value, reduced angulation, switch box has foreign objects, upward/downward and right/left knob had foreign objects. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.